Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400-500 mg/dl. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing. Reportedly, the customer was using apidra in the cartridge. The customer indicated that the tubing would be changed. To address the bg level, the customer had insulin injections if needed.